Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing ineffective stimulation following a fall. Reprogramming did not resolve the issue. Surgical intervention may be undertaken to address the issue.